Event description:
It was reported that a patient presented to the emergency room with discomfort. X-ray imaging confirmed cardiac perforation on the right ventricular lead, and loss of capture was note on the lead. The lead was explanted and replaced on (B)(6) 2025. No further adverse patient consequences were reported.